Manufacturer narrative:
The investigation for the reported limb ischemia issues has been completed. The impella device has not been returned for evaluation. However, clinical details were sufficient to determine the root cause. The root cause of the limb ischemia is most likely due to the patient condition. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that the patient¿s bilateral extremities became cold and mottled indicative of limb ischemia. The patient was given vasopressin's, dobutamine and levophed and was monitored. Patient survived the procedure.